Event description:
Allegedly, on (B)(6) 2021, the patient underwent right total hip arthroplasty, synovectomy, hip joint release, and acetabular base autogenous bone grafting in the hospital. The patient recovered and was discharged from hospital. On (B)(6) 2022 (7 months after operation), the patient had pain in his right thigh for half a year and went to the hospital for examination. On (B)(6) 2022, the doctor diagnosed the patient as postoperative implant loosening. During this time, the doctor made a thorough examination of the patient. On (B)(6) 2022, the doctor performed the revision of the right total artificial hip in the operating room. The pain disappeared after operation, and the patient recovered and was discharged from hospital.